Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 2 locations at the points of severe kinks. The hypotube broke 223mm & 245mm distal from the strain relief. A visual and tactile examination of the extrusion profile found a break in the shaft at the midshaft bond. A visual examination of the stent found slight damage to the struts on the distal edge of the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-jan-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left circumflex (lcx) artery. Following pre-dilatation, a 2.75x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break and distal stent damage.